Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was returned and carefully examined. Visual observation revealed that the lead returned was severed 515 millimeters from the tip and only the distal segment was returned. Cuts and puncture holes were noted in the lead insulation. The proximal end of the distal spring electrode was separated from the lead body insulation and medical adhesive was noted. Additionally, helix was retracted. X-ray was taken of the whole lead segment and no anomalies were noted. Laboratory analysis could not be confirmed by analysis of the lead segment returned. The lead segment passed electrical continuity testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) measurement of greater than 200 ohms. The system was explanted and was successfully replaced by a competitor product. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--